Event description:
The customer reported that the housing for her pump in style power adapter came apart. She reported that she notices no other issues and that there were no injuries sustained.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts were made to obtain add'l info from the customer. There was no response from the customer to f/u questions. The original product was received on (B)(4) 2013, however, a product eval was not complete at the time of this report. Should add'l info become available, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Though the original product has not been evaluated, this issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.